Event description:
Ous MDR - after an implantation period of approximately 42 months, it was reported that there had been an increasing impedance since (B)(6). Furthermore, it was observed that the impedance and the threshold continuously increased during (B)(6) and (B)(6). No adverse patient side effects have been reported. The two leads and the device were explanted. Exact event date unknown.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 28.5 cm distal to the df4 connector pin. A proximal and a distal lead fragment were returned. In the course of the analysis, the distal end of the lead was found covered in calcified tissue. This finding may have led to the gradual increase of the pacing impedance, which was evident in the provided data. No further deviations were noted that could have led to the clinical observation. The dc resistances of the received conductor fragments, measured during the electrical analysis, did not show any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.